Event description:
Int'l. (B)(6) complaint received reporting component/plug protrusion and leakage issues occurred with use of two 12512-01 microclave connectors. It was reported that "while transferring blood using the clave connector, the inside rubber went out...there was blood on the bed." The devices were removed, replaced and discarded. There were no reported pt. Injuries/adverse outcomes. The mfger./distributor representatives have made multiple attempts for additional event/usage information. No additional information was available. Lot build record review: a review of the mfg. Lot build database for the reported lot# 35-965-sj (mfg. Date 12/2013) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 1.55 mm - 2.8 mm. Findings: the involved device(s) were not returned for analysis and confirmation. The exact causes of the component anomaly are unknown.